Event description:
It was reported that the caller did not initially see drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l) or result in a cgm reading of "high". The customer followed instructions to continue filling the tubing until it reached the correct amount of 30 units, after which drops were visible, and the load process was successfully completed with the assistance of technical support, allowing the customer to resume insulin use.